Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check up. Upon interrogation, the implantable cardioverter defibrillator exhibited right ventricular oversensing. A device reprogram was performed successfully. The patient would continue to be monitored.